Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell about two months ago and sustained some bruising. The teachers at his preschool reported that the user is not consistently turning to sound.

Event description:
The user fell about two months ago and sustained some bruising to the side of his face. The teachers at his preschool reported that the user is not consistently turning to sound.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.